Event description:
Our affiliate is reporting to us that the patient had knee surgery in 2009 with the use of a bio tibial intrafix screw for fixation. Subsequently, at some point in time, the patient presented with pain, and, it was somehow determined that a re-surgery was needed. The re-surgery was conducted on (B)(6), 2012, at which time the surgeon removed the fixation device. This is all of the information made available to mitek at this time; there are questions out to our affiliate for further information and clarity.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, despite outreaches, no additional information other than what was originally reported has been received and nothing is being returned. We cannot tell anything from this; we cannot discern the root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.